Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was damaged. The customer's blood glucose level was 244 mg/dl at the time of incident. Customer states that motor had been popping out of the pump troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked battery tube threads and minor scratched lcd window. Device passed the displacement test. Unable to verify low battery alarm and perform idle current test, run current test, self test and off no power test, basic occlusion test, occlusion test, prime test due to loose drive support disk.